Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Date unknown: the complaint device was placed in the patient by subclavian approach. Date unknown: a wound covering material was adhered on the skin near the catheter was placed and then, the material and the catheter were fixed together on the skin with a fabric tape. Date: unknown. Due to the sweat of the patient, all of the three devices (catheter, wound covering material and fabric tape) stuck together. When the physician attempted to unstick the three with force, the catheter got separated at approximately 5cm proximal to the puncturing site (the part outside the body). The complaint catheter was retrieved out of the body. Additional information received on 10/31/2014. On (B)(6) 2014 a.m., the complaint device was placed by jugular vein approach. A wound covering material was adhered on the skin of the chest region and then, with the catheter placed between the material and a fabric tape, they were fixed together on the skin. The procedure was finished and the patient went home on that condition. Note: since the hub is unstable without fixing, this physician sometimes fixes this catheter just as mentioned above. On (B)(6) 2014, parent of the patient attempted to change the wound covering material after the patient bathed, but the patient showed reluctance to/refused it. Therefore, the parent determined to change it after the patient slept and calmed down. Note: normally the material is changed soon. When the parent tried to change the wound covering material after the patient slept and calmed down around midnight, it was noticed that the fiber of the fabric tape and the material had stuck together while tangling the catheter. The parent attempted to unstick them though, but during the attempt, the catheter got separated at approximately 5cm proximal to the puncturing site, where the material was attached on the skin (the part outside the body). Back flow of the blood of the separated catheter was prevented with the component clamp and deligation and the patient was sent back to the hospital with an ambulance. The catheter was retrieved from the body and changed to another manufacturer's catheter. No infections have been observed to the patient since then.